Event description:
As reported by the user facility: detailed inquiry description: pumps giving ail alarms when no air is present. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report number (B)(4). The device was not returned for evaluation. Further investigation of the complaint is not possible without a device. If the device does become available, the complaint will be reopened for further evaluation. All information concerning this reported incident has been included in our trend analysis of the product line.